Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was seeing the 9v battery check screen. The caller said the patient programmer was not working. The caller said they changed the batteries in the patient programmer. The caller said the only light came on was the 9v battery light and it was green. When trying to check the implant status the 9v battery light came on. The patient then took the batteries out, push and release all the button then put the battery back in. The caller tried both grey buttons and only the 9v battery light came on. The caller said they hadn¿t used the programmer in a while. The caller said they didn¿t think the implant battery was dead. It was reported that if the patient¿s programmer issue didn¿t resolve to have their implant checked out. The patient also said they had small tremors in their left hand. The caller said usually the patient didn¿t have tremors in their left hand at all. There were no fur ther complications reported. Additional information was received from a consumer indicating that the patient has two separate device's and the older one is not working and they are not sure what to do.